Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a pt (age and gender nos) who received poly-l-lactic acid therapy (sculptra) (therapy dates and details of treatment nos). Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules. Correction treatment, if any, was not specified and event outcome was not reported.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show an anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.